Event description:
On (B)(6) 2013, patient had a tubal ligation and sterilization procedure. Two weeks post operative, patient complained of excruciating abdominal and lower back pain. The physician informed her that he did not believe that it was associated with the filshie clips. Patient visited her primary care physician and continued to obtain false diagnosis such as kidney failure and other problems. She went to the ER for pain for 2.5 years without resolution or diagnosis. On (B)(6) 2016 she returned to the ER where a pelvic cat scan was performed. The physician saw that the right clip was in place, but the left was vertically dislodged and could not be located. Patient was told to return to the physician who performed the filshie clip placement. Patient states that physician refused to see her sighting that she owed (B)(6) and was presently without current insurance. Prior to surgical procedure, patient states that she was told that the clips were 93% plastic. She was not told until recently, that the clips are 100% metal. Patient is experiencing allergic reaction symptoms. Post one clip removal symptoms have dissipated. Patient will continue to attempt to locate dislodged filshie clip. Patient is also seeking assistance from an attorney.